Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage issue with six infusion sets as infusion set tubing was leaking at the site and had been in use for one day, which led to the patient experiencing elevated blood glucose levels (407 mg/dl) that was managed with a correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. The event occurred during (B)(6) 2026 to (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial MDR (B)(4) - device 2 of 6.